Event description:
A pump malfunction was reported by the caller, with no notable events occurring prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.